Manufacturer narrative:
Laboratory analysis confirmed the reported clinical observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Visual observation noted that the inverter cover was melted due to an out of specification inverter. The inverter cover was replaced and normal display function was observed.

Event description:
Boston scientific received information that upon boot up, the screen on this programmer remained black. No adverse patient effects were reported.